Event description:
Additional information was received stating that the vns patient had recovered from his hematoma on (B)(6) 2013 and from his mild chest trauma and device migration on (B)(6) 2013. Medical medications were added and surgical intervention was taken.

Event description:
It was reported that the patient suffered a fall during a seizure and had a mild chest trauma. It was reported that afterwards a hematoma developed in the area of the generator. It was reported that the event was thought to be insignificant by the neurosurgeon. It was reported that the patient was later seen and the generator was thought to be displaced subcutaneously and that there was a lacerated hematoma which was in need of surgical intervention and antibiotic treatment. It was reported that device diagnostics were within normal limits. It was reported that surgical intervention and antibiotic treatment would occur that day; however, no information has been received confirming this. Further follow-up revealed that tissue cultures were taken and grew gram negative bacteria. It was also reported that non-absorbable suture was used to secure the generator to the fascia during implantation.

Event description:
Further information was received from the site, indicating that the patient was hospitalized due to the reported chest trauma. The event ended on (B)(6) 2013; it is now not ongoing. It was reported that the event was severe. It was related to the study, definitely related to implant but not related to vns stimulation. It was considered as a serious adverse event because it did result in an initial or prolonged hospitalization. It was also reported that the severity of the reported hematoma was moderate. The event was related to study therapy, definitely related to implant and not related to vns stimulation. The event was considered as not serious.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.